Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #2 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: there was no data in black box , or download histories, from time of reported high blood glucose due to continued use. There was multiple instances of time and date resetting to default following a por observed in black box. Daily insulin delivery totals correctly reflect programmed basal rates. Pump passed 29 hour flow accuracy test and found to be delivering within the required specifications. The battery was removed. Pump left without power for 6 hours; when pump powered on it had returned to default time and date: multiple instances of time and date resetting to default following a por observed in black box. Corrosion observed inside the battery compartment . Battery compartment leak found during leak testing. Pump opened and the internal battery was found to be leaking. No further evidence of moisture damage found inside the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that on (B)(6) 2011 his blood glucose (bg) was 546mg/dl with nausea. The patient reportedly changed the site and bolused with the pump and his bg decreased to 452mg/dl. The patient reported that he received multiple occlusion alarms the (B)(6). Customer support determined that the high bg could be due to use of cold insulin, not changing supplies frequently enough and the patient not always monitoring bg after correction bolus. The patient reported that he changed the site (B)(6) and when removed during the call the cannula was straight. The patient continues to use the pump without any further reported incidents. This report is being made due to the patient's alleged hyperglycemic event while on insulin pump therapy.